Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus repair, both anchors released at the same time. A backup device was available to complete the procedure with no patient injuries. It is unknown if there was a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger twice during deployment of t1. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H2, h6. The reported fast-fix 360 curved needle delivery system, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both ts deployed at the same time. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: advancing the trigger twice during deployment of t1. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.